Manufacturer narrative:
Due to character limitation, event site full name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) hadthe ECG signal was unstable during use and it was stable after multiple adjustments. No personal injury occurred.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported that the ECG signal was unstable during use and it was stable after multiple adjustments. On-site detection determined that the device ECG signal was normal. The unstable signal may be caused by poor contact of the ECG pad and dry skin of the patient. The detection performance is good and has passed all factory-specified safety and performance tests. Delivered to customers and can be used in clinical practice.